Event description:
It was reported that pump had rack pushrod damaged preventing cartridge loading. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.